Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the lead had been severed and was in two segments. Resistance and pressure testing was performed on each segment and the electrical continuity and insulation integrity was confirmed. Laboratory evaluation was unable to confirm the reported clinical observations.

Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that upon interrogation of this system, an alert had been generated to check the right ventricular (rv) lead. A review of the daily measurements noted pacing impedance measurements had steadily increased from 750 ohms to greater than 2000 ohms. Isometrics produced some farfield oversensing but no noise was noted. Threshold measurements were elevated and there was no capture. The device was reprogrammed to maximum output. A lead fracture is suspected. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.